Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon opening of the package, the device's cuff was inflated to check if it was intact. After inflation, it was found that the pressure could not be maintained, and leaked by itself. Replaced by another same device. There was no patient involvement.